Event description:
It was reported that during preparation for a pulsed field ablation procedure to treat a paroxysmal atrial fibrillation, as a farawave catheter was unpacked, it was noticed that the catheter was dirty around the handle. The catheter was replaced. No patient complications were reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.